Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient; product ID: 3889-28, lot# va09hd9, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The patient was calling from an airport. The patient turned stimulation off for traveling through airport security and was now having difficulty turning stim back on. The patient did not know she had to position patient programmer antenna over ins when making adjustments. The patient was able to turn stim back on. The patient could not feel stimulation sensation with stim turned on. It was reviewed the patient could try increasing stim by pushing the plus button until stim was at a comfortable level. The patient understood how to use the patient programmer now and planned to finish making adjustment in the bathroom. If additional information is received, a follow up report will be sent.